Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse also reported that they received a no delivery alarm. The customer's blood glucose was 569 mg/dl at the time of incident. The customer's spouse stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.